Event description:
It was reported that the system triggered a lead safety switch (lss) for right ventricular (rv) lead pacing impedance out of range. The pacing impedance trend showed a gradual increase, going from 600 ohm to 2000 ohm during the last year. The physician performed troubleshooting steps to exclude lead impairment, and all the provocative maneuvers did not show any abnormalities. Additionally, all rv parameters are in normal range. The physician made the decision to reprogram the device and will perform x-ray imaging for further analysis. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).